Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal cramping"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a (B)(6) female patient (gravida 8, para 3) who had essure (batch no. Bb2480-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included anemia, multi gravida, postpartum state, premature birth, miscarriage and (B)(6) infection. Pregnancy stillbirth or miscarriage on 2015. Concurrent conditions included overweight and parity 3 (((B)(6) 2004, (B)(6) 2009, (B)(6) 2014)). Concomitant products included ibuprofen (motrin) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced weight decreased ("weight loss"), alopecia ("hair loss"), back pain ("severe back pain/ lower back"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). On (B)(6)2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal/heavy bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches / migraines") and headache ("migraine headaches / migraines/ headaches/ pain n head"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), dental caries ("tooth decay"), arthralgia ("painful pinching and pain in her left hip"), fatigue ("fatigue"), dysmenorrhoea ("severe menstruation pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge") and tooth loss ("teeth loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (hysterectomy, removed uterus and tubes as well). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, weight fluctuation, alopecia, dental caries, arthralgia, fatigue, migraine, back pain, menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge and dyspareunia had not resolved, the pregnancy with contraceptive device, abortion spontaneous, weight decreased, tooth disorder, vaginal haemorrhage, allergy to metals, abdominal pain and tooth loss outcome was unknown and the headache was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: there were 3 coils noted on the left and 3 coils noted on the right, normal appearing endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Pregnancy test - on an unknown date: pregnancy confirmed quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Case became an incident. Outcome of event headache was updated from not recovered / not resolved to recovering / resolving. Treatment drug and historical conditions were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.